Manufacturer narrative:
Isi has not received the medium large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No photo or video was provided by the site for review. A review of the device logs for the medium large clip applier (part# 470327-12 / lot/serial# n102102150118) associated with this event has been performed. Per this review of the logs, the medium large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 91 uses remaining after this last usage. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the instrument had "insufficient seal" and a resistance problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate or confirm the customer reported complaint. Visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, and no damage was found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. A clip test was performed while the instrument was installed on an in-house system and passed. The instrument was fully functional. No product issue was identified.